Event description:
The device was applied during a gastric partitioning procedure. The instrument was difficult to remove from the application site. The surgeon manually manipulated the device free and completed the procedure with another instrument. No pt injury reported.